Event description:
The manufacturer received information alleging a blank screen occurred on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the service technician alleged a temporarily lighting failure of the liquid crystal display (lcd) had occurred on the device. In conclusion, the device's lcd was replaced to address the issue. Additionally, during the service of the device, the trilogy o2 pm lot was replaced for preventative maintenance unrelated to the reportable issue.